Manufacturer narrative:
Failure of -ve terminal pogo-pin although no visual abnormalities or variation in the physical spring resistance of the pogo-pins were identified, measurements taken during the investigation confirmed the failure of the -ve pogo-pin. This had resulted in the voltage fluctuations and low battery fails.

Event description:
Red status led and beep. No patient involvement.

Event description:
Red status led and beep. No patient involvement.